Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became broken and the wires became exposed, which caused the customer to experience difficulty charging the pump with the cable. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to the customer's blood glucose level.